Event description:
Initial and follow-up information received on 10/07 and 10/08/2009 respectively were processed together: this non-serious spontaneous case was reported by a physician via a medical advisor and forwarded by our local affiliate. This case involves a female patient who received the last of three poly-l-lactic acid (sculptra) injections sometime in 2009. Additional treatment details were not provided. On an unspecified date, the patient developed nodules in the zygomatic arch and eye ring area. It is unknown if any corrective treatment was provided. The event remains ongoing.